Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's wrist became displaced, causing the instrument to get stuck in the cannula and unable to be removed. No noticeable instrument collision occurred during the surgery. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 1.15 mm x 0.83 mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.